Manufacturer narrative:
Concomitant medical devices: 4965-25 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient presented to the clinic for a routine device check, whereupon high impedance, high threshold, and no capture at maximum output were noted. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.